Event description:
The account alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The technician found the cause is the bed was zeroed the pt in the bed, user error. The technician resolved the bed exit issue by zeroing the scale.